Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of confirmatory testing and there was no patient impact. The following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of confirmatory testing and there was no patient impact. Assay used: bd max enteric parasite (#442960) the following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of confirmatory testing and there was no patient impact. Assay used: bd max enteric parasite (#442960) the following information was provided by the initial reporter: cryptosporidium false positive; ongoing since december.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "epp - cryptosporidium - fps". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) I s not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/6/2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode.

Event description:
(B)(6) : 2022-05-17 12:36:32 (gmt) wo comment: wo-02439361 global this escalation will be included on the ep-0142 (B)(6): 2022-05-11 07:45:51 (gmt) wo comment: wo-02439361 global in investigation with r&d and reagent team. (B)(6): 2022-05-10 10:11:35 (gmt) wo-02439361 global drift on normalizer response is causing false positives. Need root cause and action plan to help customer (B)(6) : 2022-05-10 10:08:09 (gmt) wo-02439361 regional drift on normalizer response is causing false positives. Need root cause and action plan to help customer (B)(6): 2022-05-06 14:02:27 (gmt) subject: call 5/6/2022, 4:00:27 pm david green has left the building; asked colleague to pass the message that the issue has been escalated and we will follow up later. (B)(6) : 2022-05-06 14:00:10 (gmt) subject: call 5/6/2022, 3:56:22 pm customer put us on hold; and hung up (B)(6) : 2022-05-06 13:57:06 (gmt) subject: call 5/6/2022, 3:55:51 pm customer hung up (B)(6) : 2022-05-06 13:43:20 (gmt) subject: call 5/6/2022, 3:35:29 pm david green is in a minute; try again in 10 minutes. (B)(6) : 2022-05-06 13:17:45 (gmt) wo comment: wo-02439361 regional false positives and unr due to reader drift during interleaved runs. (B)(6): 2022-05-06 13:11:13 (gmt) false positives and unr due to reader drift. Run 378, 357 and 335 were analyzed negative drift on 585; 630 - positive drift 680 in all interleaved runs. Flat adc curves in 585 turn positive after normalization; weak 680 curves can turn flat to create unrs. (B)(6): 2022-05-03 15:27:07 (gmt) issue seems to return; waiting for database and logs and more clarification on the situation. (B)(6) : 2022-04-08 13:58:43 (gmt) this instrument needs normalization on both reader a and reader b ¿ the reader drift is pulling curves upwards during corrections; creating upward positive curves from flat or downward raw data. (B)(6) : 2022-04-06 12:10:12 (gmt) customer was on leave last week and is having a difficulty to find time to facilitate the database request in between clinical work. (B)(6) : 2022-03-31 08:42:15 (gmt) subject: call 3/31/2022, 10:39:41 am customer is on annual leave - try again tomorrow. (B)(6) : 2022-03-29 14:37:45 (gmt) subject: call 3/29/2022, 4:37:35 pm. (B)(6) : 2022-03-25 13:12:37 (gmt) subject: call 3/25/2022, 2:10:09 pm. Customer pre-occupied with clinical work, but emails had been received and he will put the databases when he can. (B)(6): 2022-03-25 09:04:20 (gmt) subject: call 3/25/2022, 10:02:16 am customer unavailable. Asked to call back around lunch time. (B)(6): 2022-03-24 15:43:47 (gmt) subject: call 3/24/2022, 4:39:14 pm (B)(6) : 2022-03-24 11:32:46 (gmt) subject: call 3/24/2022, 12:03:07 pm (B)(6) : 2022-03-24 11:16:42 (gmt) cryptosporidium false positive; ongoing since december. Customer will send database. (B)(6) : 2022-03-24 09:49:16 (gmt) problem 441916 - instrument max clinical yesterday technician was onsite on (B)(6) / the results that come now are mostly false positive. Customers asked to view and report the lot numbers used. Pictures of the kits would be very descriptive as well. (B)(6)then endeavors to report this to our next colleague.